Event description:
I had an exactech anatomical right shoulder replacement on (B)(6) 2017. I started to have progressive pain (B)(6) 2025. A x-ray of my replaced right shoulder on (B)(6) 2026 showed a breakdown of the socket needing revision surgery.